Event description:
It was reported that the pacer dependent patient was admitted to the hospital with near-syncope. Upon review, right ventricular lead perforation was noted via echocardiogram. During the lead repositioning procedure a fairly significant pericardial effusion was noted. A pericardial window was performed. The lead was repositioned successfully. The patient experienced no adverse effects afterwards.